Event description:
A surgeon reported that a pt underwent bilateral lasik surgery. The intended flap thickness was 100 microns, however, the outcome seemed to be below 80 microns. The flaps were not easy to lift, and in fact one flap could not be lifted. Additional info has been requested to determine which flap was unable to be lifted. There are two related reports for this event, this report will address the pt's right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).